Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch and a low irrigation issue occurred during use on the patient. It was reported that during procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported low irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 12-feb-2025, additional information was received indicating the catheter was withdrawn from the body, the irrigation pump was quickly drained, the catheter was found to be blocked, and the catheter was replaced. They were unable to ablate due to high temperature alarm. No issue was noticed with the device prior to using the device on the patient. Based on the additional information received which indicated the irrigation issue occurred during use on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed and pressure values out of specifications were observed. Dissection was performed around the shaft area and the irrigation tube was found bent in this area. Insufficient irrigation caused by the irrigation tube bent can lead to high temperature issues in the tip; therefore, it could be related to the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation inadequate and high temperature issue reported by the customer was confirmed. The potential cause of the irrigation tube bent could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).